Event description:
Synergy china registry it was reported that patient experienced coronary atherosclerotic heart disease. In october 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 80% stenosis and was 49 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent overlapped with a 3.50 mm x 16 mm synergy stent. Following post-dilatation, residual stenosis was 0%. The next day the subject was discharged on aspirin and clopidogrel. In april 2020, the subject presented with symptoms related to coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Coronary angiography without revascularization was performed during the event and no other action was taken to treat the event. Six days later, the subject was discharged. At the time of reporting, the event was considered to be recovering/resolving.